Manufacturer narrative:
E1 patient country (B)(4).

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the faced discolorations on skin mainly the abdomen and upper thighs after the removal of the cannula. Patient faced lots of pain in the leg. No further information available.